Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined investigation findings: 3233 results pending completion of investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the steerable guide catheter (sgc)preparation, it was unable to hold column. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the steerable guide catheter (sgc)preparation, it was unable to hold column. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.